Event description:
I have had problems for you, but this year they have escalated to the point of losing my ability to play with my kids, my store, my dignity and almost my marriage. I had my bladder sling (B)(4) done in 2006 to treat ui (urinary incontinence). Since then my bladder is way worse and just does its own thing if I cough, laugh, run, jump or even just stand up. I go to the bathroom and I lean over to be sure my bladder is empty, I stand up, get dressed and I pee all over the floor. I feel like something is constantly stabbing me in my pubic area. Pain during sex, constant pelvic and lower back pain, feel pain all the time in lower area and bladder spasms are constant. In 2009 the bleeding was so bad they removed my cervix and uterus, but that did not help the pain and discomfort and I still bleed from time to time after sex. I have now given this up due to how uncomfortable it is.